Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call possible over delivery and low blood glucose levels. Customer's blood glucose level was 65 mg/dl. Troubleshooting was performed. Customer advised they have passed out multiple times at work due to possible over delivery of insulin. Customer was advised the reservoir and the insulin pump would be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a 7xx pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.